Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A surgeon reported vitreous was seen during a laser assisted cataract surgery . Reporter indicated an anterior vitrectomy was performed, and a three piece intraocular lens (iol) was inserted. Doctor was very happy with the out come of the procedure. Additional information has been requested.

Manufacturer narrative:
No technical services were requested or performed for the reported event. It was not specified exactly how the breech in barrier separating the vitreous from the anterior chamber was created; however, a tear in the posterior capsule (pc) would allow vitreous to migrate to the anterior chamber. Possible contributing factors include surgical technique and patient anatomy in the occurrence of a pc tear. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).